Event description:
The olympus wm-np1 series mobile workstation with separation transformer is used in medical facilities to accommodate a range of olympus equipment to facilitate gi endoscopy, endoscopic ultrasound, respiratory and surgical endoscopic procedures. During the preparation for an unspecified procedure, which took place in (B)(6), the plug of the power cord of the wm-np1 workstation caught fire. There is no report of injury to pt or user and this report is submitted in an abundance of caution.

Manufacturer narrative:
Info regarding the operator of the device was not specified by the hosp. The device is due to be returned to keymed for eval and to determine the root cause of the event/device malfunction. A f/u report will be submitted once the root cause has been determined. There is no report of injury to pt or user and this report is submitted in an abundance of caution.